Event description:
It was reported that the patient had coupling/communication issues. The patient was getting the reposition antenna screen when trying to recharge. It had been a month since the last recharge. The antenna locate feature was used, which resulted in a power on reset (por), which lead to the normal recharging screen. The patient then had six shaded efficiency boxes. The patient was advised to continue charging. Additional information was requested.

Manufacturer narrative:
Lead: model: 39565-65, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). (B)(4).